Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an excessive bleeding at the midline incision during a permanent implant procedure. The cause of bleeding was unknown. It was noted that the patient had no history of herb supplements and was off low dose of aspirin for ten days prior to the surgery. The physician used cautery in the needed areas. The procedure was aborted and the incision was closed. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50, sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had an excessive bleeding at the midline incision during a permanent implant procedure. The cause of bleeding was unknown. It was noted that the patient had no history of herb supplements and was off low dose of aspirin for ten days prior to the surgery. The physician used cautery in the needed areas. The procedure was aborted and the incision was closed. The patient was doing well postoperatively.